Event description:
It was reported to philips that the electrode plate has a fault alarm. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the defibrillation electrode plate had a fault alarm. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite and it was determined that the issue was caused by poor cleaning. The electrode plate was cleaned to resolve the issue. The device was returned to service and remains at the customer's site. No parts were replaced. The device was operational after proper cleaning of the electrode plate. No further action is warranted at this time.